Manufacturer narrative:
This is the second of 2 reports. Subject device is not available.

Event description:
During preparation, while connecting a first distal access catheter to saline line, the nurse noticed that there was a cut hole on the shaft 2cm from the hub. The device was changed to another distal access catheter (subject device) and the procedure successfully completed. When all devices had been removed from the patient¿s body, a similar cut hole at the same location was noticed on the second distal access catheter (subject device). There was no clinical consequences to the patient.

Event description:
During preparation, while connecting a first distal access catheter to saline line, the nurse noticed that there was a cut hole on the shaft 2cm from the hub. The device was changed to another distal access catheter (subject device) and the procedure successfully completed. When all devices had been removed from the patient¿s body, a similar cut hole at the same location was noticed on the second distal access catheter (subject device). There was no clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. Based on the information currently available the exact cause for the reported catheter shaft hole cannot be determined.